Manufacturer narrative:
Internal report reference number: (B)(4). Additional report reference number (B)(4): same test strip lot number, different meter serial number. Adverse event report is being submitted due to customer contacting doctor due to meter results. Test strips and meter were returned for evaluation. Evaluation in process note: manufacturer contacted customer in a follow-up call on 30-dec-2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 211, 174, 160, 149 and 151 mg/dl. The customer does not know their expected blood glucose test result range. The customer feels well and did not report any symptoms. Customer stated the true metrix meter was being used to test his 94 year old mother and that he decided to begin testing himself. Customer stated the results had been 150-175 mg/dl and he had made an appointment with his doctor. Customer stated the doctor had tested using their meter and had obtained a result of 92 mg/dl; comparison test with the true metrix meter had been performed and result of 154 mg/dl had been obtained. Customer had replaced battery but continued to obtain high results and doctor had written prescription for new meter - reference internal report number (B)(4). During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is 04/20/2023 and open vial date is one week prior to call. The meter memory was reviewed for previous test result history: result 1: 211 mg/dl, date: (B)(6), time: 10:14am, fasting. Result 2: 174 mg/dl, date: (B)(6), time: 6:44 am, fasting. Result 3: 160 mg/dl, date: (B)(6), time: 7:07am, fasting. Result 4: 149 mg/dl, date: (B)(6), time: 1:02pm, unknown. Result 5: 151 mg/dl, date: (B)(6), time: 7:59am, fasting.

Manufacturer narrative:
Sections with additional information as of 14-feb-2023: h3: device evaluated by manufacturer. H6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: defect found on returned strips: high results. Internal investigation has been completed and root cause selected. Reported defect not reproduced on returned meter. Product evaluation has been completed. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Root cause: rc-061: storage outside specifications.